Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she accidentally pulled out an infusion set while getting undressed. The customer also reported having a blood glucose level around 40 mg/dl due to miscalculation of carbs. The customer declined troubleshooting and will not return any products for analysis.